Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that an MRI tech called to ask compatibility for a patient who had a fractured lead that was removed and replaced. The caller did not know when the lead was found to be fractured, but said the removal took place on (B)(6) 2022. Their notes indicated the electrodes may have been left abandoned. The manufacturer help line reviewed MRI and relevant eligibility information.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1wbcm, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.